Event description:
It was reported to philips that the exposure was not possible in the system. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system cannot do exposure. The quote was not approved by the customer and there was no service provided from the philips. Till date there was no reoccurrence reported. The codes were updated based on the investigation outcome.